Manufacturer narrative:
(B)(4) .

Event description:
The distributor contacted dexcom technical support on (B)(6) 2015, on behalf of patient, to report no audio output from their receiver on (B)(6) 2015. No medical intervention or injuries were reported.